Event description:
It was reported that the user observed an occlusion alert on the ilet system and required assistance changing supplies; troubleshooting confirmed no leaks or kinks in the contact detach infusion set, and the issue resolved only after a full supply change with insulin delivery resumed. Symptoms included hyperglycemia with a peak of 200 mg/dl lasting a couple of hours, without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included no medical intervention, no hospitalization, no back-up therapy use, and no ketone testing. Investigation included user-guided troubleshooting and education, review of infusion set integrity, and confirmation of device function post supply change. Investigation of this case revealed an insulin delivery occlusion related to the infusion set/tubing that was corrected by replacing the supplies. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion attributable to the infusion set, resolved by supply replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.